Event description:
This event is to advice of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of the device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 15.4 cm to 15.5 cm from the distal end. The abrasions were consistent with constant friction with another implantable device. (B)(6).